Manufacturer narrative:
Complete information for patient information: patient identifier = sid= sid (B)(6). Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results on architect c4000 processing module for multiple patients. The results provided were: on (B)(6) 2021 sid (B)(6) initial=7.24 mg/dl/repeated=1.78 mg/dl. On (B)(6) 2021 sid (B)(6) initial=6.71 mg/dl /repeated=1.84 mg/dl. Laboratory normal range for magnesium=1.8 to 2.6mg/dl; critical values < 1 mg/dl and > 5 mg/dl. The precision data provided for troubleshooting purpose only. There was no reported impact to patient management.

Manufacturer narrative:
Section g1 - contact office information updated. The abbott customer technical advocate (cta) instructed the customer to replace the cc cuv dry tip list# 09d51-02 and clean the cuvettes due to residue which resolved the customer¿s issue. No additional discrepant result issues have been reported since the parts replaced. A review of service history for the architect c4000, serial number (B)(6) , revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of historical data for the architect c4000 did not identify any trends. A review of historical data for the cc cuv dry tip and cuvette segment did not identify any trends. The architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results: including, but not limited to removal, replacement and verification of the cuvette segment list # 02p75-01 and cc cuv dry tip list# 09d51-02. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. A labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the cc cuv dry tip and cuvette segment or the architect c4000 processing module, serial number c401711 was identified.